Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side "exchange from textured to smooth breast implants, due to the patient¿s concern with the product". Later, healthcare professional reported, right side rupture. Device remains implanted.

Event description:
Patient reported right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Later, healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Additional observations: rupture : observed, broken assessed as unidentified (tear) opening. Shell thickness was within specification). No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Device has been explanted.